Event description:
It was reported that the tubing of a one link access IV set split. This occurred during power injection of IV contrast at 300 psi for a computerized tomography (CT) scan. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. However, the reporter stated that the reported set had been used with a power injector. A review of the device's labeling revealed that this product is not approved for use with a power injector. Should additional relevant information become available, a supplemental report will be submitted.